Event description:
It was reported that while attempting to raise the head end of the cot up to load the patient into the ambulance, the back legs allegedly collapsed. It was reported the medic and patient both alleged back pain after the incident. The patient was seen at the doctor's office where the incident occurred. The medic has not sought any medical intervention as of the date of the initial report. An investigation and evaluation of the cot has been initiated.

Manufacturer narrative:
The subject unit was returned to ferno on 3/11/2016 for evaluation; however, the unit was in a disassembled state upon receipt and due to the allegation of injury a direction was given to not reassemble the unit and to only perform a visual evaluation. The alleged malfunction was reviewed by conducting use testing on a similar model; however, additional information regarding the actual usage of the device before, during and after the alleged inicident is necessary to determine any other contributing factors to the alleged injury. This information has been requested from the complainant's representative. A contributing factor to the reported incident was the cot was being operated by only one medic thereby leaving the foot end of the cot unattended and not supported for any downward motion of the cot during position changes. The device manual clearly states the operation of the cot requires the use of a minimum of two trained operators. Once the failure analysis of the cot is complete, the results will be reported in a follow up report. A follow up with the complainant's representative provided information regarding the patient involved. The patient was a (B)(6) yr old female who had hip surgery 9-10 days prior to the incident. The patient was in the process of being transferred from a nursing home to her first post op doctor's visit. After the incident, the patient was transferred to another cot and was transported to her doctor's office. Xrays taken after the incident showed no damage to the patient's hip and the hip implant remained in the same position as it was post surgery. The patient is alleging severe jarring. The medic that previously alleged back pain did not seek medical intervention for the alleged injury and did not miss any work as a result of the incident. Due to the recent manufacture of the cot and the minimal field usage, ferno completed a look back of prior complaints associated with units of the model 93 family that were manufactured from 2014 forward to review any potential trends of related incidents. Since the beginning of 2014 the received complaints represent (B)(4) of the models manufactured in that same time period. Prior mdrs were reviewed and any reported injuries were associated with back pain/strain/muscle pull. The device user manual provides clear and specific instructions for use as well as precautions for use. Upon review of prior complaints and product labeling, ferno does not believe the subject cot or its associated product family poses a risk of death or life threatening injury to patients or operators.

Event description:
It was reported that while attempting to raise the head end of the cot up to load the patient into the ambulance the back legs allegedly collapsed. It was reported the medic and patient both alleged back pain after the incident. The patient was seen at the doctor's office where the incident occurred. The medic has not sought any medical intervention as of the date of the initial report. An investigation and evaluation of the cot has been initiated.

Manufacturer narrative:
Further evaluation of the returned device included a disassemble of the locking mechanism which controls the foot end of the subject cot. The locking pin showed no signs of wear or damage or other abnormalities that would affect the movement or function of the pin. The locking tube was also inspected and no abnormalities were found. Prior to disassembly, the right and left foot end trolley locking pins were pushed manually to test for any obstruction of movement and both pins moved freely with no indication of obstruction or resistance. Function testing was conducted on a similar model cot and the only way the alleged incident could be duplicated was by placing the auxilliary lock in an unlocked state and have a 2nd operator pull the release handle at the foot end of the cot. The IFU is sufficient in providing instructions on the requirement of 2 operators to operate the cot to ensure the cot is always in a locked state and to control any movement of the cot while a patient is onboard. The lack of a 2nd operator during this incident is a direct contributing factor to the reported issue.

Event description:
It was reported that while attempting to raise the head end of the cot up to load the patient into the ambulance the back legs allegedly collapsed. It was reported the medic and patient both alleged back pain after the incident. The patient was seen at the doctor's office where the incident occurred. The medic has not sought any medical intervention as of the date of the initial report. An investigation and evaluation of the cot has been initiated.